Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent kelly placation anterior repair on (B)(6) 2012 due to third degree cystocele. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent removal of the vulvar cyst and vulvar biopsy on (B)(6) 2009 due to vulvar cyst. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 02/04/2014. It was reported that the patient underwent a gynecological procedure in order to treat cystocele, rectocele, uterine prolapse, and incontinence and mesh was implanted along with the concurrent procedures of total vaginal hysterectomy with bilateral salpingo-oophorectomy and posterior repair.